Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon completed a laparoscopic cholecystectomy on pt in the morning. Later in the afternoon (approx 6pm) the pt was returned to operating room due to abdominal bleeding. Pt's abdomen was opened and surgeon observed that cystic artery had two clips placed across the artery, but the artery was bleeding profusely. The two clips were pulled off by the surgeon and the cystic artery was tied off using suture. The blood in the abdominal cavity was evacuated and the pt's abdomen was closed without further incident. 3/29/1999 contacted md. He stated that there was nothing wrong with the instrument, "instrument worked fine". The md further stated that during surgery the clips were found to be intact. During reoperation, the md stated that the clips were still in place, and that the blood was pumping through the clips. The md tested the clips' security by attempting to move them around, yet they did not fall off. The pt received 2-3 units of blood. The clips remained and the pt is now doing fine.